Manufacturer narrative:
Update to h.6. Medical device problem code, is updated from a090804 to the correct code of a090809. Update to h.6. Medical device problem code, is updated from a090804 to the correct code of a090809.

Manufacturer narrative:
This report is being filed on an international product list 8p09, that has a similar us product distributed in the us, list 4p54. The evaluation is in process. A followup report will be provided when the evaluation is complete.

Event description:
The account observed a (B)(6) alinity I hbsag result on a patient with lymphocytic leukemia. Using 2 patient samples inconsistent results of weak (B)(6) and (B)(6) results were generated. On (B)(6) 2021, sid (B)(6) alinity I hbsag (B)(6), and neutralization confirmed (B)(6). On (B)(6) 2021, sid (B)(6) alinity I hbsag (B)(6), and anti-hbs of (B)(6), and neutralization (B)(6). Reproducibility testing was performed. Sample (B)(6) 2021 alinity I hbsag (B)(6), neutralization confirmed (B)(6). Sample (B)(6) 2021 alinity I hbsag (B)(6) of 0.00 iu/ml, neutralization (B)(6). Heterophilic antibody blocker showed no non-specific reaction due to heterophilic antibodies. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
Information provided by the customer was reviewed and supports the complaint issue without indication for any additional issue. The lot search review did not identify an increase in complaint activity for the issue of false positive results. This is the only complaint for the lot for this issue. The ticket trending review of complaint data for the likely cause list number did not identify any trend regarding commonalities for lot number and issue. No adverse trend was identified. A review in the corrective and preventive actions system did not identify any non-conformances or deviations associated with the likely cause lot number and the customer issue. Labelling was reviewed which adequately addresses the current issue. Testing on the complaint lot was not performed as the lot had expired before the investigation was created. No product deficiency was identified.